Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak on the unicel dxc 880i synchron access clinical system. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cap piercer waste was overflowing. The fse replaced the cap piercer waste valve. The fse verified the repair was performed per established procedures.